Event description:
It was reported that the handpiece began giving an overheating message while being tested prior to the start of a surgical procedure. The drill was not being used during a procedure. There was no patient involvement or reports of any user injury.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a problem with a broken bearing on the driveshaft. The nose cone, bearing stop, and bearings which were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.